Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using the system. The unit energized and triggered c-34 error. The iesu will be sent to the original equipment manufacturer. The root cause is attributed to errors due to a defective generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error c-34 occurred on the integrated electrosurgical unit erbe when using monopolar energy. The customer power cycled the system but the issue remained. The customer continued the case as planned. The procedure was completed with no reported injury.